Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 95-112mg/dl fasting. Verified test strips expire 09/25/2017. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory (B)(6). Time and date were not setup in meter when obtaining results from meter memory.